Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review the complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with empirical evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that procedural manipulation in a small, heavily trabeculated right ventricle contributed to the reported event. No device malfunction, system deformation, or deployment-related issue was identified. The delivery system position relative to the guidewire was unchanged at the time of the event, and no definitive procedural action or wire movement could be identified as the direct cause of the perforation. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The case was unremarkable until ventricular expansion. Once ventricular expansion was completed, the blood pressure dropped and a large effusion was visualized. The valve was deployed and pericardiocentesis started but failed. CPR was initiated prior to pericardiocentesis, followed by conversion to open-heart surgery to repair the laceration. An approximately 3/4 inch rv apical perforation was found during surgery with an estimated 4l blood loss. The patient is reported to be in stable condition and closed from open heart surgery. The valve remained well seated post CPR and surgery. The initial guidewire placement was the posterior to anterior pap muscle, sitting on the moderator band below leaflet level, and not quite apical. The guidewire was sitting slightly shallower and it was pulled back consistently when the perforation occurred. The placement of the delivery system was unchanged and unremarkable relative to the guidewire when the perforation occurred. There was no wire push or entanglement throughout case. No intentional push on the guidewire to obtain height and/or navigational maneuvers with excess force already on the guidewire were done. It was reported that the wire was never completely in the apex due to the moderator band. A hyperdynamic rv and potential interaction with trabeculation or the moderator band were considered as possible contributing factors, but no evidence confirms this as the root cause.